Event description:
Report 1 of 5. It was reported when using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, contamination occurred with m. Tuberculosis complex in one (1) patient sample per identification from quest. No information could be provided by the customer regarding patient impact.

Manufacturer narrative:
The information for the additional phone # is as follows: e.1. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : material 245113 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The media is dispensed into bottles; caps are applied manually then torqued by machine per a standard operating procedure (sop). The bottles are then labeled and terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, bottles are packaged into final shipping configurations. The batch history record review for batch 3333194 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and there are no other complaints taken on batch 3333194. Retention samples from batch 3333194 were not available for inspection. There were no photos or returns received to assist with the investigation. This complaint cannot be confirmed. This product is not labeled as sterile. Prior to use, each mgit tube should be examined for evidence of contamination or damage. Discard any tubes if they appear unsuitable or exhibit fluorescence prior to use. For tubes that have been put into test and have suspect contamination, it is possible to reprocess contaminated mgit tubes. See the package insert for details for this procedure. Bd will continue to trend complaints for this defect.

Event description:
Report 1 of 5. It was reported when using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, contamination occurred with m. Tuberculosis complex in one (1) patient sample per identification from quest. No information could be provided by the customer regarding patient impact.